Event description:
It was reported that customer's insulin pump had a button error. The buttons were not pressed for longer than three minutes. Customer's blood glucose was unknown. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Device had no button response due to corroded keypad traces. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).